Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery. No excessive no delivery alarm noted during test. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip and minor scratched display window.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 125+ mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Troubleshooting was done. Advised customer to return the pump with the battery and basal rate zeroed out. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.